Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer also reported that the guardian drained the battery faster than normal. The customer's blood glucose was 35 mg/dl at the time of the incident. The customer's blood glucose was 290 mg/dl at the time of call. The customer stated that he was given food and IV to treat the low blood glucose. The customer stated that he passed out prior to the hospitalization. The time of the hospitalization was 5pm and the date of the hospitalization was (B)(6) 2015. The customer stated that he was not on the insulin pump since he got the guardian. The guardian will be returned for analysis.